Event description:
A customer contacted beckman coulter inc., (bec) and reported a yellow leak inside the coulter lh 750 analytical station and on the tabletop. The volume of the spill was approximately 8 ounces. The customer was wearing a lab coat, gloves, and glasses at the time of this event. There was no contact with eyes, nose, and mouth. There was no biohazard exposure to open wounds or mucous membranes. No medical treatment was needed. An exposure control plan is in place at this facility. There was no change to patient treatment or results.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to the customer site on (B)(4) 2012. The fse found a leak through green quick disconnect fitting from the flow cell. The fse replaced the fitting to repair the leak and validated the system. Failure mode of this event was the fitting on luer lock/green quick disconnect from the flowcell that goes through valve (vl41). (B)(4).